Event description:
It was reported that the tandem t:slim mobile app delivered a 17 unit bolus without user request. Subsequently, the customer's blood glucose level dropped to 41 mg/dl. The customer required assistance obtaining carbohydrates to address bg level. Tandem technical support reviewed the pump data and verified the bolus was initiated by the user.